Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. During service on-site, the field service engineer found that the pressure transducer printed circuit board (pcb) malfunctioned and replaced it with one from the hospital's stock. The ventilator was returned to the customer after passed functional tests. The pressure transducer pcb was kept by the hospital and not returned for investigation. No device logs were received. The reported event was discovered during pre-use check. During ventilation, a pressure transducer (measurement) failure may lead to high airway pressure and the generation of related pressure alarms. The conclusion is that the pressure transducer pcb was found defective during troubleshooting on-site. As no part has been returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).